Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device disintegrated into pieces. Another like device was inserted and the same thing happened again. There was no patient consequence.